Manufacturer narrative:
(B)(4). Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in the shock impedance measurements over the last year with a more dramatic increase in the last several months, including values that were high out of range greater than 200 ohms. It was also noted that there were shock impedance measurements in the 160 ohm range approximately a year ago. Boston scientific technical services (ts) provided guidance to the boston scientific representative (rep) that these impedance values are beyond where they would suggest monitoring alone and the rep indicated they will investigate further as they will be seeing the patient the following week. The rep subsequently reported that a non-invasive program stimulation (nips) procedure was performed with the patient in the clinic and a code (B)(4) was observed, which is an open circuit condition detected on the rv lead. Ts explained that when shock impedance measurements are greater than 145 ohms, shocks are monophasic and there are no reprogramming options. The rv lead was subsequently explanted and replaced three (3) days later. No additional adverse patient effects were reported.